Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4 row b was not showing on bus. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies on full-height drawer were not shown on the bus. A field service engineer reseated the row board connection on cubie tray to resolve the issue. A field service engineer tested the drawers in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.